Manufacturer narrative:
There was no patient injury. A review of the complaints database was conducted and, over the previous six months, no similar complaints were found related to this lot number. One catheter was received. A 10 ml syringe filled with water (dyed red for visibility) was attached to the catheter. The catheter was flushed. Leakage was observed along the integrated extension set. Under magnification, a long, straight slit was noted at the location of the leak, resembling an incision. A definitive root cause of this compliant could not be determined. However, a potential cause is damage to the catheter in the user environment, such as if the catheter came in contact with sharp objects or instruments during insertion, use, or maintenance. First PICC catheters are 100% inspected at various times during manufacture. This includes visual inspection as well as leak, flow, and burst testing. Units are 200% inspected for leakage.

Manufacturer narrative:
There was no patient injury. A review of the complaints database was conducted and, over the previous six months, no similar complaints were found related to this lot number. One catheter was received. A 10 ml syringe filled with water (dyed red for visibility) was attached to the catheter. The catheter was flushed. Leakage was observed along the integrated extension set. Under magnification a long, straight slit was noted at the location of the leak, resembling an incision. A definitive root cause of this compliant could not be determined. However, a potential cause is damage to the catheter in the user environment, such as if the catheter came in contact with sharp objects or instruments during insertion, use, or maintenance. First PICC catheters are 100% inspected at various times during manufacture. This includes visual inspection as well as leak, flow, and burst testing. Units are 100% inspected for leakage.

Manufacturer narrative:
There was no patient injury. A review of the complaints database was conducted and, over the previous six months, no similar complaints were found related to this lot number. Assistance with the analysis of the returned sample from a subsidiary company has not been completed as of the date of this report. The report will be updated with analysis of the sample and the completion of the report.

Event description:
PICC leaking. Dwell time 5 days.